Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 95% stenosed mid left anterior descending artery. Pre-dilatation was performed with a trek balloon catheter. While advancing a 2.75 x 23 mm xience v partially through the lesion it got stuck and there was strong resistance pulling back the catheter, so the stent was implanted partially in the lesion. Plain old balloon angioplasty (poba) was performed using an nc trek to treat the rest of the lesion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.